Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not dispensed last scheduled dose for finite orders. A technical support specialist was informed that the customer received an error when attempting to remove the final dose of a finite schedule. The medication no longer appeared as an active order on the device. The specialist explained that the ¿missing final dose¿ was due to an earlier removal by a nurse. Although it may not have led to an additional administration, pyxis registered it as a removed dose. As a result, the system marked the order as completed before the scheduled time. This behavior applies only to orders with a defined dose quantity and an extra removal. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es did not dispense scheduled dose for finite orders. The nurse has to get the last dose from the phamacy, whicah causes medication delays. There were no adverse events or injuries reported based on this incident.